Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot lot 9512091 belongs to the spare part 60105420, which is the t-handle for 393.100: part: 60105420. Lot: 9512091. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2015. A manufacturing record evaluation was performed for the device lot number, and no non-conformances were identified. Investigation summary background: it was reported that during a routine incoming inspection of a loaner set, the universal chuck with t-handle was observed to be broken. There were no patient and surgical involvement. This complaint involves one (1) device. S&r evaluation: it was reported that during a routine incoming inspection of a loaner set, the universal chuck with t-handle was observed to be broken. The repair technician reported the device¿s handle was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: functional/ damage visual inspection: universal chuck with t-handle was received at us cq. Upon visual inspection at cq, it is observed that the tip of the jaws in the universal chuck was slightly deformed. It is also observed that the chuck was stuck and not opening the jaws. The collet of the assembly of the device was found to be loose. But no broken features were observed. Thus, the complaint is being confirmed. Dimensional inspection: dimensional inspection of the received device was not performed at cq. Because no broken features were observed and the internal components causing the stuck condition were inaccessible. Functional inspection: functional inspection cannot be performed at cq due to the received stuck condition of the device. No design issues were found which can contribute to this complaint condition. But no broken physical features were observed. Jammed and loose components could have contributed to the functionality of the device. Hence, the device was functionally broken. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The device was observed to be stuck and jaws are not opening. But no broken physical features were observed. Thus, the complaint is confirmed. While a definitive root cause could not be identified, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set, the universal chuck with t-handle was observed to be broken. There were no patient and surgical involvement. This is report 1 of 1 for (B)(4).